Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not sensed as closed. A field service engineer replaced the magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed and not registered as closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and was able to get medications from another station. There were no adverse events or injuries reported based on this event.